Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a failure icon on the screen. The customer logged in and tried to recover the tower, but the drawer clicked and did not open without assistance. A field service engineer removed the full height drawer, inspected it, put the drawer back in, and loosened the rails and then turned on the medstation and logged into hardware test application to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary drawer failed. The customer stated that the malfunction caused a delay to the patient care and user was able to remove the meds from another station. There were no adverse events or injuries reported based on this event.